Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Subsequently, the customer went to the emergency room (ER) due to blood glucose (bg) level of 511 mg/dl with moderate ketones, and vomiting. Bg was treated with manual injections, and anti-nausea medicine. Reportedly, customer left the ER 6 hours later with customer in stable condition (bg 140 mg/dl).